Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D9: device availability and return date were updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4111 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 67. H10: narrative/data was updated. Zimvie received the reported implant for evaluation. Visual evaluation / functional test was performed, signs of usage, the implant engaged and disengaged with an in-house mount as intended. DHR review was completed for the subject lot number 1232710. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Based on the investigation and risk management file review, the most likely root cause determined from the investigation were packaging is not designed for aseptic presentation and clinician mishandles product. Therefore, based on the available information, device malfunction did not occur with implant. The implant engaged and disengaged with an in-house mount as intended. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
It was reported that while placing the implant, the implant disengaged from the coping and fell. The procedure was completed with another implant.

Manufacturer narrative:
Zimmer biomet complaint number(B)(4). E1: email address, phone number and last/given name unknown / not provided customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.